Event description:
Pt underwent cataract surgerry on 5/12/1998, and implantation of a staar model aq-2010v intraocular lens in the right eye. The surgeon implanted and tore three lenses on this pt. During removal and manipulation of the third lens, the pt suffered membrane dehiscence and severe cornea edema. The lens was removed and a fourth lens was implanted.